Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited a high capture threshold of 3.25 v, 0.8 ms in the bipolar configuration. The lead was removed and replaced.